Manufacturer narrative:
Unit is currently being evaluated at the company's repair center.

Event description:
Customer reported an issue with the dpm 6/7 monitor, which may have affected pt monitoring. No pt injury was reported.